Event description:
Follow up information identified postoperatively, effective therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient underwent an unrelated surgical procedure, and then the ipg would no longer communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient underwent ipg replacement on (B)(6) 2018.